Event description:
Caller reported receiving high readings from freestyle meter. The results were 440mg/dl and 63 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.